Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually and functionally tested and the customer reported issue was verified. The cause of the issue was found to be the downstream occlusion (dso) sensor. The dso sensor was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is in progress.

Event description:
It was reported that the device (back from repair) failed occlusion test high, over pressure. No patient involvement, the event occurred during testing.